Event description:
Customer smelled insulin and feared her reservoir and infusion sets were leaking. Customer also stated she checked reservoir and infusion with tissue and found no leak, however, there was moisture in reservoir compartment. Advised customer to change out infusion and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.